Event description:
It was reported that the customer's act button is not responding. Customer stated that there were no events that led up to the button not responding. Customer explained that the button stopped responding when the insulin pump requested that the customer set time and date. Customer's blood glucose level was unknown. Troubleshooting was performed. Advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.